Event description:
The pt came to the hospital in emergency because he received of high number of shocks. Upon device interrogation, a message indicating the device was programmed to nominal mode was displayed.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files received.